Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving a citation stem that was mated with a lfit v40 cocr head was reported. The event was confirmed for disassociation based on medical records visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows biological material on the stem. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: the event, a dissociation of the head from the stem, was confirmed. A revision may be confirmed based on the photo of the explants. Severe trunnion wear was noted. Metallosis cannot be confirmed without additional medical records. The revision implants cannot be confirmed without additional medical records. Root cause: the root cause of the revision was trunnion wear and head dissociation. The root cause of the trunnion wear and head dissociation cannot ascertained without additional medical records and confirmation of the lot numbers of the implants. Conclusion: the reported citation stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported the patient's left hip was revised due to dissociation of the head from the stem. Intra-operatively, excessive trunnion wear a nd metallosis were noted. The stem, head, and competitor liner were revised to a restoration modular stem construct, a new femoral head, and another competitor liner. Rep can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's left hip was revised due to dissociation of the head from the stem. Intra-operatively, excessive trunnion wear a nd metallosis were noted. The stem, head, and competitor liner were revised to a restoration modular stem construct, a new femoral head, and another competitor liner. Rep can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.